Event description:
According to user facility, device was in use with patient when cuff deflated after 3-4 hours in use. Tracheostomy tube was replaced. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.